Manufacturer narrative:
4/14/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Pt's drug infusion system was functioning as expected until 12/11/97, when medication was changed from dilaudid to demoral. Pump malfunctioned after 6 weeks of demerol infusion. This event was expected by the physician as demerol is a non-recommended drug for use in the infusion pump. The pt had the pump explanted, and has been implanted with another nonprogrammable pump.